Event description:
Corneal deterioration[corneal disorder nos]. Vision deterioration[visual acuity reduced]. Case description: spontaneous device report, local ref. N: 01-3832-s. Cross reference with 01-3828-s; 01-3829-s; 0103830-s; 01-3831-s; 01-3833-s; 01-3834-s; 01-3835; 01-3836-s; 01-3837-s. A pharmacist reported a case regarding the fifth of a group of ten patients who underwent cataract surgery in an ophthalmology dept. In 2001, the surgery was performed using healon gv. At 5-day post surgery check, it was noticed that the patient has developed corneal deterioration, consisting of a deterioration in the patient's vision and in vision becoming misty. The outcome was unknown. The reporting pharmacist stated that the hospital had suspended all future cataract operations until the investigation will be complete. Further information is being sought.